Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, an error message occurred during pre-heating (between 70-73 degrees celsius). Another attempt was made without using the braskey retractor and tenaculum and the procedure was completed. After the procedure, the physician saw a minor burn at the left vaginal wall (4 o'clock). Additional information has been requested.

Manufacturer narrative:
(B)(4): conclusion: two devices were returned for evaluation. It is unknown which device is related to the event. Catheter (B)(4) was evaluated and the device was found to be functional for electrical testing. Catheter (B)(4) passed the leak test. The resistance wire and heater core were found to be discolored and the housing impeller was found melter due to heat. Additional information: the actual device batch number associated with this event is not known. The following are possible batch numbers: (B)(4), batch cbmg14 mfg date: 03/01/2010, exp date: 03/31/2012. (B)(4), batch # cbmg03, mfg date: 03/01/2010, exp date: 03/31/2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00899. The same patient is represented in each medwatch.